Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix would not come out during the procedure. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix would not come out during the procedure. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Correction to the initial MDR in blocks d6a implant date and d6b explant date. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test was within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix would not come out during the procedure. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Correction to the initial MDR in blocks d6a implant date and d6b explant date. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test was within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This supplemental report was created to capture correction from the initial assessment. This complaint no longer meets reportable criteria.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion. Correction to the initial MDR in blocks d6a implant date and d6b explant date.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to helix would not come out during the procedure. The lead was never in service. No adverse patient effects were reported.